Manufacturer narrative:
On 12/12/2018 - the consumer will not be "returned" the device to the manufacturer. Per our ib, it is not recommended to use "muliple" cleansing products while in use.

Event description:
On 11/12/2018 - per the consumer, the consumers face was breaking out while in use of the product. "The was cause" by using "muliple" cleansers on the product.